Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument ¿end was boxes without forcing inside the patient¿. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the procedure was completed with a backup instrument and caused a delay of 10-15 minutes. No fragment fell into patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have one of the blades broken. The blade broke at roughly 0.160¿ from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.